Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left- mentor memorygel sx mpp gel 400 cc, gel breast implant, catalog number 3544001, lot number 265575. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel sx mpp gel 400 cc, gel breast implant on the left and on the right mentor memorygel siltex round moderate profile 600 cc which the left side ruptured, and issue with capsular contracture bilaterally after implantation. The issue was diagnosed during the surgery. As a result patient underwent removal and replacement with allergan devices as follow: right catalog number ssm-640, serial (B)(4), and left replaced with catalog number ssm640, serial (B)(4) on (B)(6) 2018. This report is for the right.

Manufacturer narrative:
On 8/6/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).